Event description:
Customer reported device = 300 mg/dl. Customer ate and took 6 additional units of insulin. Customer had low blood glucose symptoms and fainted. Customer had a car accident. Hospital administered an MRI, spinal x-rays, & cat scan. No treatment received at the hospital. No controls. A request was made for return product and replacement product was sent.